Manufacturer narrative:
One cadd prizm pump was returned for analysis. Customer's complaint of error code 10012 was verified. Service repaired the pump before being made aware of the complaint. Service replaced the the overlay, the bezel, latch lock flex, calibrated deivce and reinstalled software. Use testing was performed. The problem source is unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.